Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's skin became irritated and developed an allergic reaction to the adhesive while wearing the pod. The patient was being medicated, but no information was provided.